Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 300 mg/dl, although, the customer stated that his meter showed that he was in good range. He stated that when his blood glucose levels ran low, the sensor glucose reading would show low accordingly, but when his blood glucose was high, the sensor reading would be off by about 40 to 50 units. He stated that if the blood glucose fluctuated really quick, the sensor would be way off. He also received low and high blood glucose predictive alarms. He observed that his blood glucose reading was in the 60 mg/dl range when the device suspended insulin delivery. He declined troubleshooting for the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.